Manufacturer narrative:
This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs ; this is not a new malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Caller (mdt rep) was calling on behalf of two other mdt rep (theresa blackwell and todd russell) who experienced an error while programming two implanted vanta devices. The message received was too many active devices. Reviewed to have all other devices turned off (verified) and then to try again. Also rebooting tablet and communicator may also work to refresh the communication signal. Caller indicated the message was received post op while trying to program on the ins's, and then did confirm intra-op that 2 tablets were used for testing impedances. Caller does not believe the handset/communicators were active during this time. This event was involving the same patient with two newly implanted vanta inss. The manufacturer representative was in post op with the patient and encountered the error. The manufacturer representative used the tablet to find the previous device and programmed that device and turned it off. Then the manufacturer representative paired the remote and communicator to the battery. Following that, the manufacturer representative was able to interrogate the second implantable neurostimulator without trouble.